Event description:
The customer stated that she performed a control test and received a result of either 594 mg/dl or 14 mg/dl. The normal control range was 97-134 mg/dl. The customer refused to go into the meter memory to check the result. She also declined troubleshooting. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.